Event description:
The customer reported that their pump screen went blank unexpectedly and required connection to a power source to turn back on. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.